Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge went from 100 % to 5% and then back to 100%. The customer's blood glucose was between 115-133 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.